Event description:
It was reported that there was a left hip revision. The reason for the revision is unknown.

Manufacturer narrative:
The catalog number and lot code of the device was not reported. The device was reported as an unknown accolade stem. The other devices noted in this report are an unknown 36f liner and an unknown 36+5 head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in the supplemental report. Device is not returned.